Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicates that surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The reported observation of ¿replace generator, the generator has reached its end of service¿ was confirmed. The ipg was returned with a depleted battery. The ipg was successfully recovered and passed all functional tests. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. When the device declares eol, the ability to program the device and stimulation therapy is inhibited. The device exhibited normal battery depletion and no malfunction was identified. As the issue was due to normal battery depletion, it does not meet reportability criteria.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy and will likely require surgical intervention.